Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU also advises to avoid lateral loading while inserting the all-suture anchor. When removing trushot from pilot hole, pull device straight out. Do not rotate or oscillate device about its axis or breakage of inserter tip and/or anchor may result. Inspect instruments after use to ensure they have not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported issues with the trushot with y-knot 1.8mm all suture anchor, item # (B)(4), lot # 1016879, that the surgical center of the rockies experienced. It was reported that the fork broke off. The doctor was able to recover it. There was a 3-minute delay and the patient was not injured. Additional information obtained indicates that the issue occurred (B)(6) 2019 during an elbow pronator mass repair procedure involving a "(B)(6)" year old male weighing (B)(6). The surgeon hammered in the anchor and when he removed it noticed that the inserter had broken, the anchor broke 2mm above the fork. The surgeon did make note that the patient had very hard bone. The surgeon used another 1.8 trushot and the procedure was successfully completed. It is noted that the fragment came out with the anchor, no fragments were left in the patient. The current status of the patient is reported to be good. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.